Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Assignable cause of the instance of iipv that was found in the therapy log was insufficient drain- use error, inappropriate bypass of the initial drain. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. The device was determined to meet the specifications relative to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with ultra filtration volume of 2663 ml during day fill 1. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.